Event description:
It was reported that the patient was experiencing difficulty connecting cellphone to the implantable pulse generator (ipg) and leads had migrated. The patient underwent implantable pulse generator (ipg) revision and lead repositioning procedure. Patient is doing fine postoperatively. The explanted implantable pulse generator (ipg) will be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 241518, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16535975, UDI: (B)(4). Sc-2218-50 (sn (B)(6)). Investigation result: the device was not returned for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, persistent pain at the ipg or lead site and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-1416 (sn (B)(6)). Investigation result: the device was not returned for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc upn: m365sc14160 model: sc-1416 serial: (B)(6). Batch: 241518 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 16535975 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty connecting cellphone to the implantable pulse generator (ipg) and leads had migrated. The patient underwent implantable pulse generator (ipg) revision and lead repositioning procedure. Patient is doing fine postoperatively. The explanted implantable pulse generator (ipg) will be returned.